Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the ok button on the keypad was sticking and the pump responded after several button presses.